Event description:
Explant for unknown reason. Product returned to medtronic for analysis. Data from medtronic's product return spreadsheet. Analysis identified that the {x} conductor(s) were broken in the body of the lead; consistent with explant damage.